Manufacturer narrative:
Device photograph(s) for the device related to the reported event of rupture and silicone migration was reviewed on april 13, 2023. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Silicone migration: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
MRI scan also showed ¿presence of extraprosthetic silicone, infiltrating the pectoral muscle all around the implant and extending to the intermammary cleft¿. Device has been explanted and replaced with non-allergan brand.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "intra-& extracapsular rupture of the left breast implant." Device remains implanted.